Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart failure, stroke, and pneumonia. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart failure, stroke, and pneumonia. Medical intervention was not specified. Update: the device was returned to a third party service center. During evaluation of the device, no evidence of foam particles were found in the assembly. Dust was found in the device. An error code referencing the pca (printed circuit assembly). The error was logged/recorded in nvram and the unit continued to operate without noticeable alteration. Section d: product UDI number updated/corrected.